Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed; however, the exact mechanism of damage was unknown. One 4fr s/l groshong PICC was returned for investigation. The catheter was received with the stylet in the lumen. A hole was observed in the blue stripe between the 8 and 9 cm depth mark. A microscopic examination of the hole revealed material missing from the catheter. The catheter surface around the hole was granular. The catheter was cut open to examine the leak site from within the lumen. The size of the hole appeared larger from the inner lumen. This type of damage can occur if the stylet is pushed through the catheter wall; however, other contributing factors may have been associated with the hole and the cause of the damage was unknown. It is unknown when the catheter was damaged, but 100% of the catheters from this lot were inspected for leaks. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. A lot history review (lhr) of rebq0621 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that there was spurting water 8cm away from the front end of the catheter when the catheterization nurse was preflushing the catheter during catheter placement for the patient. It was determined that there were sand holes on the catheter, which was thus replaced with a new one for re-conducting catheter placement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebq0621 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that there was spurting water 8cm away from the front end of the catheter when the catheterization nurse was preflushing the catheter during catheter placement for the patient. It was determined that there were sand holes on the catheter, which was thus replaced with a new one for re-conducting catheter placement.